Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. The investigation summary shows, it was reported that the tip of a 4.0mm calculated hexagonal screwdriver (314.05 lot 4485997) was broken intraoperatively; no fragments remained in the patient. The returned device was examined and the complaint condition was able to be confirmed as the cannulated hexagonal tip was found to be broken and completely missing, approximately 4mm x 4mm x 6mm. No definitive root cause was able to be determined however the complaint condition is typically associated with rough handling and/or the application of excessive forces during screw insertion. The returned 4.0mm cannulated hexagonal screwdriver (314.05) is a common trauma instrument and is noted in 15 system technique guides. Relevant drawings for the returned instrument were reviewed , the design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number and no ncrs, mrrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for investigation, but has yet to be received. Manufacturing review was performed; part #: 314.05, lot#: 4485997 (non-sterile) (manufacturing date 11oct2002) (manufacturing location (B)(4)) - cannulated hexagonal screwdriver. Quantity (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Event description:
It was reported that on (B)(6) 2016 while the surgeon was removing one of the three cannulated screws the tip of the screwdriver broke. The fragment tip was easily retrieved. Another screwdriver was available for the procedure to be successfully completed. There was no surgical delay. No harm was reported to the patient. The patient was stable after the procedure. No other additional information is available. Concomitant device reported: screw (unknown part & lot numbers), quantity: 1. This is report 1 of 1 for (B)(4).